Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the latch which connects the jaw to the femoral inserter was discovered to be broken during the extraction of the trial femoral component. No harm to patient.